Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that "the patient received a gunther tulip filter on (B)(6) 2008 at (B)(6). The patient is deceased." It is alleged that patient was injured (death) without further explanation. The patient's party is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
The patient involved was reported to be deceased without further details, therefore this report is being submitted as "death" related as a cautionary measure. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/27/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the internal jugular vein due to pulmonary embolism. Plaintiff is alleging device is unable to be retrieved. Plaintiff alleges pulmonary embolism and deep vein thrombosis due to the device. The patient involved was reported to be deceased without further details.

Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "device is unable to be retrieved, pulmonary embolism and deep vein thrombosis, death". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava

Event description:
Plaintiff allegedly received an implant on (B)(6) 2008 via the internal jugular vein due to pulmonary embolism. Plaintiff is alleging device is unable to be retrieved. Plaintiff alleges pulmonary embolism, bleeding and deep vein thrombosis due to the device. The patient involved was reported to be deceased without further details.

Manufacturer narrative:
(B)(4). Investigation- no information regarding the event was provided. The device was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injury. There is no evidence to suggest product was not manufactured to specification. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that "the patient received a gunther tulip filter on (B)(6) 2008 at (B)(6). The patient is deceased." It is alleged that patient was injured (death) without further explanation. The patient's party is seeking punitive damages. Hospital and medical records have been requested but not yet provided.